Event description:
Olympus was informed that two weeks after the patient had taken the ec-1 the physician could not been able to confirm the elimination of the ec-1 from the patient's body. The facility reportedly conducted an x-ray examination for the patient and found the ec-1 in the patient's abdomen. An additional balloon endoscopy through the oral side for the patient was carried out and the ec-1 was found at the oral side of a small intestine stenosis. It was reported that the ec-1 was retrieved from the patient during the balloon endoscopy.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc) for evaluation. Omsc conclude that this phenomenon was possibly attributed to the condition of the patient because the facility reported that the patient had a stenosis the small intestine. This report is being submitted as a medical device report in an abundance of caution.